Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, perforation occurred. The lesion was located in the left anterior descending (lad) and was 24mm in length. The vessel diameter was 2.5mm. The physician predilated the lesion with a 2.0 x 20mm maverick balloon. The physician removed the balloon and then delivered a 2.50 x 24mm taxus express2 drug eluting stent to the lad. Upon withdrawal of the stent, a perforation was noticed. The physician used a 2.50 x 15mm maverick balloon on and off for a total of three hrs to seal the perforation and stabilize the vessel. The pt experienced slight chest pain after being told what had happened. The pt's condition is listed as stable. Further info has been requested, but has not been received.